Manufacturer narrative:
A united states customer contacted siemens to report that a falsely depressed calcium (ca) patient sample test result was obtained from an advia chemistry xpt analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed service activities on the dilution cuvette wash station (dwud) including replacing a wash nozzle and rebuilding a wash pump. The dilution cuvettes were also replaced. Precision studies performed after the service were within specifications. The cause of the falsely depressed calcium (ca) patient sample test result was the dwud. The analyzer is performing within specifications. No further evaluation of the analyzer is needed.

Event description:
A falsely depressed calcium (ca) patient sample test result was obtained from an advia chemistry xpt analyzer. The initial test result was reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt analyzer. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca test result.

Manufacturer narrative:
The initial MDR 2432235-2022-00036 was filed on 08-feb-2022. Additional information (18-jan-2022): additional test result data is provided in section b6.